Event description:
It was reported that vessel trauma occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During advancement of the guidewire into the left superior pulmonary vein (lspv) fluoroscopic imaging identified an injury to the vessel. At the conclusion of the procedure during extubation, bloody sputum was present. Radiographic images revealed an infiltration in the upper lobe of the left lung near the lung apex. Bronchoscope revealed the lspv was injured, and the bleeding stopped without intervention. The patient was re-intubated and kept on positive end-expiratory pressure under physician monitoring. One (1) day post index procedure the patient was extubated and in recovery.

Manufacturer narrative:
D4 suspect medical device updated.

Event description:
It was reported that vessel trauma occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). During advancement of the guidewire into the left superior pulmonary vein (lspv) fluoroscopic imaging identified an injury to the vessel. At the conclusion of the procedure during extubation, bloody sputum was present. Radiographic images revealed an infiltration in the upper lobe of the left lung near the lung apex. Bronchoscope revealed the lspv was injured, and the bleeding stopped without intervention. The patient was re-intubated and kept on positive end-expiratory pressure under physician monitoring. One (1) day post index procedure the patient was extubated and in recovery.